Event description:
It was reported that a cartridge alarm occurred during pumping, leading to a high blood glucose level displayed as "high." The customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support confirmed the issue persisted with consecutive cartridges and arranged to send the customer a replacement pump.